Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported starting a week ago they suddenly began experiencing stimulation in the wrong location resulting in a return of pain. There were no traumas or falls reported related to the issue. The consumer was looking to meet with a manufacturer¿s representative (rep) for reprogramming so the representative called the consumer and left them a message.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a patient reporting that their stimulation in the undesired location and their return of symptoms had not really been resolved. It was reported that if the patient would keep the stimulation at a low number, the stimulation was not in their other leg, but then their pain wasn't resolved. However, when they increased the stimulation, the pain was resolved but then stimulation was in both legs. It was reported that the patient was reprogrammed or put on a new program. The patient did not know of any circumstances that led to their issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.